Event description:
It was reported that the patient presented to the emergency department (ed) with an infection at the site of the implanted insertable cardiac monitor (icm) device. The physician at the ed advised the patient to have the icm device explanted. Boston scientific technical services (ts) referred the patient to their following clinic. Additional information has been requested at this time. Device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient presented to the emergency department (ed) with an infection at the site of the implanted insertable cardiac monitor (icm) device. The physician at the ed advised the patient to have the icm device explanted. Boston scientific technical services (ts) referred the patient to their following clinic. Additional information has been requested at this time. Device remains in service. No additional adverse patient effects were reported. Additional information from the boston scientific representative provided the patient was subsequently seen at their following clinic. The clinic chose not to explant the icm device and started the patient on antibiotics. The patient was seen again at the clinic and the infection has cleared.